Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pain and hematuria. Upon cystoscopic evaluation, necrotic or eroded tissue was observed proximal to the cuff site, along with a false passage. The cuff was explanted, a plug was placed in the balloon connection, and a foley catheter was inserted. The balloon and pump remain in place. A piece of ascel material was sutured to support urethral healing. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pain and hematuria. Upon cystoscopic evaluation, necrotic or eroded tissue was observed proximal to the cuff site, along with a false passage. The cuff was explanted, a plug was placed in the balloon connection, and a foley catheter was inserted. The balloon and pump remain in place. A piece of ascel material was sutured to support urethral healing. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated evaluation conclusion codes h6.